Event description:
It was reported that in-stent restenosis occurred. On (B)(6), 2023, the initial procedure was performed. With the patient in the supine position on fluoroscopic table, both groins were prepped and draped in usual fashion. 1% xylocaine without epinephrine was used for local infiltrative anesthesia. The patient was given versed and fentanyl intravenously in small increments through the course of the procedure. She was also given nitroglycerin intra-arterially in small increments through the course of the procedure to prevent vasospasm. The site right ultrasound was used for real time imaging for needle entry into the right common femoral artery with photographic documentation. A 21 -gauge micropuncture needle was used and a 0.018 wire passed followed by a 4 french introducer. A j-wire was passed to the suprarenal aorta and a 5 french sheath was placed. An omni flush catheter was passed to the aortic bifurcation. Aortogram was not performed as this was done recently and not repeated today. The left common iliac artery was then selectively catheterized, and the catheter advanced to the left common femoral artery. Selective left lower extremity arteriogram was then performed. This showed the common femoral and profunda femoral to be patent. There was essentially a flush occlusion et the origin of the superficial femoral artery with tote' occlusion of the vessel throughout end total occlusion of the above-knee popliteal to the top of the patella. The popliteal otherwise was patent. The patient was given 10,000 units of heparin intravenously and 1 hour later second dose of heparin 1500 units for total dose of 1 1 ,005 her units during the course of the procedure. A 7 x 45 sheath was advanced to the left common femoral artery. Using a 0.035 rubicon catheter and guidewire, we engage the occlusion and advanced a short distance in the superficial femoral artery. Unfortunately, we could go no further and at this point was elected to proceed with retrograde puncture, runoff pictures showed the best targets for retrograde access the to be the posterior tibial artery which was patent to the ankle. The left ankle and foot were prepped and using the site right ultrasound and 1% xylocaine for local anesthetic. The posterior tibial artery was punctured with the 20-gauge micro puncture needle. A 0.018 wire was passed followed by the inner core of the 4 french introducer. Angiogram was performed which confirmed intra-arterial position, av 18 wire was then passed retrograde end supported with a 0.018 rubicon catheter, we were able to steadily advance up the popliteal and into the occluded portion of the popliteal artery and gradually advanced all the way to the femoral artery where we reentered the true lumen. We were able to capture the wire and an angled burn and exteriorized the wire out the right femoral sheath. The 0.018 catheter wag then removed and advance from above and cross all the occlusions into the distal posterior tibial artery. Access in the posterior tibial was maintained with the inner core of the introducer. The wire was then exchanged for a 0.009 wire end a boston scientific rotablator atherectomy device with a 2.0 mm burr was selected. Due to the complex nature of the procedure, dr. Lynellen gregory was called to the room to assist. Dr. Gregory managed the 0.009 wire and activated the power switch on the rotablator, intermittently advancing the burr while I manage the c arm and fluoroscopic table and intermittently advance the catheter between throws. The entire length of the superficial femoral and popliteal artery to the level of the knee joint was treated without complication. Repeat angiogram showed a small channel. The wire was then exchanged for the v 18 placed into the distal posterior tibia' artery. A 5 x 200 balloon was selected and passed down to the level of the knee joint, the entire above-knee popliteal and superficial femoral artery were serially dilated. Each inflation was taken to nominal pressure with multiple ways noted but complete expansion obtained. Each inflation was held for 3 minutes, deflated, and then removed. Repeat angiogram showed marked irregularity through the midportion and distal superficial femoral and the above-knee popliteal. We then elected to proceed with balloon angioplasty with a 6 mm balloon throughout area following this there wag improved flow but still marked irregularity from the mid superficial femoral artery to the level of the knee joint, it was determined that additional stents would be required showed 6 x 1 20 eluvia stent was passed down to the lower margin of the patella end deployed proximally. A second 6 x 20 eluvia stent was then deployed with 1 cm overlap, the stents were then dilated with the 6 mm balloon. Following this repeat angiogram showed wide patency to the superficial femoral and popliteal arteries. A 3 x 20 balloon was then advanced over the wire down into the distal posterior tibial. The balloon was inflated as the inner core of the 4 french introducer was removed. Inflation was he'd for 5 minutes. Deflated and then removed. Repeat angiogram showed persistent extravasation from the puncture sites of the balloon was replaced and reinflated again for 5 minutes, following this repeat angiogram showed complete resolution of the extravasation with brisk flow into the distal portion and to the foot, these finding were accepted. The guidewire and sheath were removed, a star close device was deployed with excellent hemostasis and the patient was taken to the recovery area in stable condition. She tolerated the procedure well. On (B)(6), 2023, the patient returned for follow-up. With the patient in the supine position on fluoroscopic table, both groins were prepped and draped in usual fashion. 1% xylocaine without epinephrine was used for local infiltrative anesthesia. The patient was given versed and fentanyl intravenously in small increments through the course of the procedure. She was also given nitroglycerin intra-arterially in small increments through the course of the procedure to prevent vasospasm. The site right ultrasound was used for real time imaging for needle entry into the right common femoral artery with photographic documentation. A 20-gauge micropuncture needle was used and a 0.018 wire passed followed by a 4 french introducer. A j-wire was passed to the aorta and a 5 french sheath was placed but this ultimately required an amplatz wire because of extensive scarring in the right groin. An omni flush catheter was passed to the aortic bifurcation. Aortogram was not repeated as this was just done recently with intervention of the right lower extremity. The left common iliac artery was then selectively catheterized. The catheter was advanced to the left common femoral artery. Selected left lower extremity arteriogram was then performed. This showed the common femoral and profunda femoral to be patent. There was total occlusion of the left sfa at the origin with occlusion of the entire length of the sfa and the majority of the above-knee popliteal as well. There were stents from the mid superficial femoral to just above the knee joint all totally occluded. The below-knee popliteal artery was small. The posterior tibial artery was patent with multiple areas of significant narrowing. The anterior tibial artery was occluded in the peroneal artery was very small down to the lower calf. A 7x45 sheath was advanced to the left common femoral artery and the patient was given heparin 7500 units intravenously. Using a 0.035 rubicon catheter and glidewire we were able to engage the occlusion in the superficial femoral artery and advance to the level of the previously placed stents. We were not able to stay central luminal however, and the wire was trying to go behind the previous stents. For this reason, was felt that a retrograde puncture would be necessary. Initially an attempt was made to stick the lower stent just above the knee in a retrograde fashion but despite entering the vessel we were unable to ge ta 0.018 wire to pass. This was then abandoned, and the left posterior tibial artery was selected for retrograde puncture. Arteriogram from the left posterior tibial artery confirmed significant stenosis through the posterior tibial artery, across the popliteal artery. A bsc atherectomy device was selected. Due to the complex nature of the procedure, dr. Lynellen gregory was called to the room to assist. 2 passes were made each with blades down and then blades up through the entire length of the occlusion. Following this, the device was removed and repeat angiogram showed a nice channel with clearly debris in the filterwire. A 5x200 balloon was used to dilate the popliteal and superficial femoral arteries. Following the balloon dilation, repeat angiogram showed market improvement but for 2 areas of irregularity in the previously placed stents. A 6x200 drug-coated ranger balloon was used. Each inflation was held for 5 minutes, deflated, and then removed. Repeat angiogram now look manically better with no significant irregularity. Repeat angiogram showed wide patency through the tibial artery down to the foot. The procedure was completed with no patient complications.